Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and associated right ventricular (rv) lead experienced a syncopal episode. A review of device information revealed that noise and oversensing were present. It was subsequently noted that the lead also displayed pace impedance measurements of less than 200 ohms and loss of myocardial capture. The lead was suspected to have insulation abrasion. The patient was seen for a revision procedure where the lead was surgically abandoned; the device remains in service. There were no additional adverse patient effects reported.